Event description:
There was a stent in the left kidney. While placing the wire, it got stuck in the stent. When the radiologist tried to pull it out, it got frayed. It was all removed and there was no harm to the patient.